Event description:
Allegedly, during a ureteroscopy procedure, the instrument broke apart inside the pt's bladder. An x-ray was done to verify all pieces were removed. There was no injury to the pt.

Manufacturer narrative:
The instrument was returned on january 15, 2015 and has not yet been evaluated. A supplemental MDR will be submitted once instrument has been evaluated. Our records show it originally shipped to the customer in (B)(6) 2002 and has been in use for over 12 years; most likely cause of damage is wear of use.